Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is part of the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker device exhibited premature battery depletion behavior due to high power consumption. The previous remote monitoring transmission indicated to the healthcare provider (hcp) that the device had one and a half (1.5) years of longevity remaining. However, during the latest device check approximately four (4) months later, the device was indicating there was one (1) year of longevity remaining. Boston scientific technical services (ts) suggested to have patient perform a patient initiated interrogation (pii). Additionally, a boston scientific engineering analysis of device data was performed which indicated that the power consumption of this device has been steadily increasing for over a year and the power consumption was expected to continue to increase. The recommendation provided based on the device data analysis was that the device should be replaced and returned to boston scientific for detailed analysis. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.